Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor cannula was missing in their sensor. The patient's blood glucose was unknown at the time of the call. The customer was assisted with programing the correct transmitter identification in the settings of the device. The customer was able to insert a new sensor. The customer did not return the product back for analysis.